Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to auto inflation and it was hard to inflate. The ipp cylinders, pump, and reservoir was explanted and replaced with a new ipp cylinders, pump, and reservoir. The patient was great following the procedure.